Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that about three months after she was implanted, during the first visit to her healthcare provider (hcp), the hcp turned up her stimulation too high and it suddenly shocked her ¿really good.¿ the hcp said the patient should never feel a shock when stimulation was turned up. The patient¿s indication(s) for use were essential tremor and movement disorders. Refer to manufacturing report #3004209178-2016-19071 as the patient had two implants and it was not specific which one was being adjusted at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.